Event description:
It was stated that the customer was taken to the emergency room due to high blood glucose levels. The reported blood glucose reading was 450 mg/dl. Prior to the event, the customer did not have any issues out of the ordinary. The mother stated that the doctor wanted the insulin pump replaced. However, the customer declined to have it replaced. Recommended not using the insulin pump due to the doctor's recommendations, but the customer stated that the insulin pump is not the issue, and will continue to wear it. The customer also declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.